Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer has reported hyperglycemia, diabetic ketoacidosis treated with hospitalization: overnight stay, insulin pump (subcutaneous insulin infusion), manual injection/insulin pen, a blood glucose value of 500+ mg/dl, and the customer has hospitalized due to the high blood glucose. Troubleshooting was performed and the issue was not resolved. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event and the customer was used the auto mode feature. No further patient complications were reported. The customer will discontinue the use of the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 29-nov-2023, there is no unexpected alarms/suspends. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 29-nov-2023 listed on smart solve due to insufficient data in the trace/history files. Please see below for pump errors/alarms noted 1 week prior to the event date 29-nov-2023 in the formatted history file. Lost sensor 1 alert (780) was recorded and found in the formatted history file on: (B)(6) 2023 20:09:00.000. On (B)(6) 2023 20:19:00.000. Lost sensor 2 alert (781) was recorded and found in the formatted history file on: (B)(6) 2023 20:40:00.000. Sensor expired alert (794) was recorded and found in the formatted history file on: (B)(6) 2023 00:27:35.000. On (B)(6) 2023 00:37:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. Pump error 53 alarm (file number: (B)(4), line number: 5884) was recorded and found in the formatted history file on: (B)(6) 2023 22:27:51.000. Per r&d engineer, pump error 53 alarm (file number: (B)(4), line number: 5884) was triggered by function get service handles when during the next reconnection mobile app for unknown reason "loses" a service which it had before (in all cases it was gatt service). Ngp doesn't handle such emergency case correctly. As per global logic analysis (esf#: (B)(4), pump error 53 alarm (file number: (B)(4), line number: 5884) was due to software issue. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 22:43:48.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2023 22:27:54.000, on (B)(6) 2023 22:29:35.000, on (B)(6) 2023 22:29:56.000. On (B)(6) 2023 22:30:22.000, on (B)(6) 2023 22:30:48.000, on (B)(6) 2023 22:31:07.000. On (B)(6) 2023 22:31:20.000, on (B)(6) 2023 22:31:42.000, on (B)(6) 2023 22:32:14.000. On (B)(6) 2023 22:32:32.000, on (B)(6) 2023 22:32:58.000, on (B)(6) 2023 22:33:35.000. On (B)(6) 2023 22:33:53.000, on (B)(6) 2023 22:34:13.000, on (B)(6) 2023 22:34:41.000. On (B)(6) 2023 22:35:02.000, on (B)(6) 2023 22:36:37.000, on (B)(6) 2023 22:36:50.000. On (B)(6) 2023 22:37:10.000, on (B)(6) 2023 22:37:32.000, on (B)(6) 2023 22:40:43.000. On (B)(6) 2023 22:41:44.000, on (B)(6) 2023 22:42:05.000, on (B)(6) 2023 22:42:28.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 at 8:24:59 pm. There was no power data available for the date on (B)(6) 2023. Unable to check power data for failed battery alert/battery failed alarm. No unexpected failed battery alert/battery failed alarm noted during the testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.0 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. The force sensor is within specification and the motor functioning properly. However, pump error 53 alarm (file number: (B)(4), line number: 5884) was confirmed according in the formatted history file due to software issue. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.